Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the left anterior descending artery with one xience v 3.0 x 15 mm stent. On (B)(6) 2012, the patient expired at a skilled nursing facility due to end stage cardiac disease and end renal disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.